Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the patient was feeling dizzy and that the lead showed high impedance. The device was removed and replaced and it is unknown if the lead is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient was feeling dizzy and that the lead showed high impedance. The device was removed and replaced and it is unknown if the lead is still in use. No further patient complications have been reported as a result of this event.